Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a pulse field ablation procedure to treat persistent atrial fibrillation. During procedure, the faradrive sheath was prepped in the normal fashion with no complications or noticeable issues. While introducing and advancing the farawave catheter into the faradrive sheath, the physician noticed some 'frothiness' in the aspiration syringe. He was not comfortable with this since it indicating air being pulled into the system. We changed the faradrive sheath for a new one and no complications were noted related to the patient, and the case was completed without issue. No air was visible in the sheath, nor in the patient. The sheath is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears. The external valve was torn by its center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. Leakage test was performed and a leak from the hemostatic valve was not observed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific's investigation determined tears found on the external hemostatic valve by its center slit most likely caused the visible air/bubbles observed clinically and was likely attributed to the device design.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a pulse field ablation procedure to treat persistent atrial fibrillation. During procedure, the faradrive sheath was prepped in the normal fashion with no complications or noticeable issues. While introducing and advancing the farawave catheter into the faradrive sheath, the physician noticed some 'frothiness' in the aspiration syringe. He was not comfortable with this since it indicating air being pulled into the system. We changed the faradrive sheath for a new one and no complications were noted related to the patient, and the case was completed without issue. No air was visible in the sheath, nor in the patient. The sheath is expected to be returned.